Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 24-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that there was a lead fracture. Impedance testing was performed. They put off the therapies. The issue was not resolved. The lead miss one contact in the epidural space. No further complications were reported/anticipated.

Event description:
It was reported that the 1 electrode from the lead that broke during lead replacement remains in the epidural space.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the physician decided to postpone the therapy for the safety of the patient. They explained that the 8-pin (B)(4) cable lost an electrode in the epidural space. They stated that the cable is at the cervical level, and the electrode that broke off is at the traction level. The rep noted that the patient described feeling unpleasant stimulation, nausea, and headaches when activating therapy. They stated that the physician will review the surgery and will remove the cable (B)(4). The rep noted that the date of the surgery is confirmed. They mentioned that the physician will refer the patient to neurosurgeon if they cannot remove the cable and detached electrode fraction. The cause of the fracture was not determined. The rep stated that the patient¿s device is still implanted at this time, and they are waiting to be intervened. No further complications were reported or anticipated.